Event description:
Related to MFR report #2183959-2012-00339. The pt was implanted with an ams sparc sling sys on (B)(6) 2006. On or about (B)(6) 2006, the pt was admitted to the ER due to severe stomach pains, infection, and was told she had a bowel obstruction. On (B)(6) 2007, the pt underwent surgery to remove pieces of the mesh that had eroded into the vaginal canal. Add'l mesh was removed in the fall of 2007. On or around (B)(6) 2011, the pt was diagnosed with an infection and sores covering her bladder. The pt experienced severe pelvic and abdominal pain, suffering, inability to void her bladder without manual manipulation, urinary tract infections, general infections, vaginal bleeding, dyspareunia, and permanent injury.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.